Event description:
Additional information was received indicating there was a loss of capture observed on the rv lead.

Manufacturer narrative:
The reported events were failure to capture, sensing r-wave amplitude variation, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix fully extended and clogged with dried blood. X-ray examination found over-torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be retracted/extended, and helix extension length met specification. The cause of helix mechanism issue was isolated to dried blood in the helix region, blood on the inner coil, and over-torqued of the inner coil. The reported events of failure to capture and sensing r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
During an in clinic follow up, low sensing and inadequate capture thresholds were observed on the right ventricular (rv) lead. During the revision procedure when attempting to find a new position for the rv lead it was noted the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event. The patient was stable.